Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/20/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the device or additional information from the user about what precipitated the hypoglycemic event, performance of the device during the event cannot be assessed and the cause of the event cannot be determined. The user's medical history of gastroparesis and requiring dialysis (including switching from hemodialysis to peritoneal dialysis 6 days prior to the event) likely contributed to the severity of the event.

Event description:
On 6/10/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The exact event date was not reported. The cds reported the user, who has severe gastroparesis and recently transitioned from hemodialysis to peritoneal dialysis, is currently back on previous therapy (mdi) and considering staying on mdi or switching to a more manual pump. The ilet struggled to manage the user's insulin needs due to their medical complications. The user's healthcare provider (hcp) is aware that the user is off the ilet. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.